Manufacturer narrative:
Device was returned to MFR and has been analyzed as follows: visual and microscopic examination of the device septum revealed normal usage with no internal damage seen. Material which is consistent with blood was seen on the device septum. An attached segment of catheter exhibited longitudinal slits. Discoloration and compression marks approximately 3 3/8" from device bayonet lock. Damage seen on device catheter appears to be characteristic of "pinch-off sign." Device was patent and no resistance was felt when flushing. Red cloudy fluid was collected which appears to be consistent with blood. Leak testing of this device confirmed that device leaked only at damaged areas of device catheter. Trend analysis was performed on similar incidents for this catalog/lot number and trend was not identified. Review of device history record did not reveal any mfg variances related to this event. Based on info available and results of MFR.'s analysis of the device, report that "upon removal of the device, 2cm tear was noted mid length" has been confirmed. Anatomically induced repetitive clavicular compression appears to have caused the damage found during the MFR.'s analysis of device. Customer will be forwarded article exclusive to "pinch-off sign" for their review. No further details are available. The customer will be notified of the MFR's findings. The MFR is not closing the file on this event.

Event description:
Na